Event description:
The customer reported that during annual preventative maintenance, there was no water supply to the auxillary channel on the evis exera iii colonovideoscope. The issue was identified before a procedure and there were no reports of patient harm associated with the event. The device was returned and evaluated, and the auxillary water channel was clogged. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed; the auxillary channel was clogged causing air/water flow issues. Upon inspection, the clogging material from the channel was impossible to remove, making it difficult to identify the material. It is likely the material was from the human body or from a disinfection machine. Additional findings in the device evaluation include the following: the light guide lens and plastic distal end cover were cracked; the bending section cover glue was worn out; the insertion tube was winkled near the glue; the universal cord was buckled; the plug unit was deformed; the angulation lock knob was missing; the bending angulation was out of specification; and the scope connector cover was cracked. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wrong user handling/ user mishandling. The clogging was likely human body residues or came from a disinfection machine. The definitive root cause and identification was unable to be determined/identified. The event can be prevented by following the instructions for use: "operation manual: 3.8 inspection of the endoscopic system: inspection of the auxiliary water feeding function" olympus will continue to monitor field performance for this device.